Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 361mg/dl. The customer's clinical diabetes specialist alleged the issue was due to an issue at the site level such as scar tissue. A correction bolus was delivered and a manual injection was administered to address the bg level. The manual injection was administered by a nurse. Recommendation was made to consult with their health care provider to discuss diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.